Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during fill 5 of 5. Per the initial report, the home patient (hp) had a system error 2240 alarm (air in the set). The hp stated she noticed some water on the floor but could not tell where it was coming from. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). This complaint of a leak and reported system error 2240 (air in set) was confirmed; the hp stated she noticed some water on the floor but could not tell where it was coming from. The hp did not notice any defects with the original supplies. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA.